Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and unexpected error test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to prime alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and loose end cap sticker and missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was flush. The insulin pump was not returned for analysis.